Manufacturer narrative:
A physician inserted a catheter into a patient, with no difficulties. When the physician attempted to inflate the retention balloon the area just above the y-site expanded and ballooned outward. The catheter was removed with no difficulty. A new catheter was placed without incident. Sample was received and issue was confirmed. Visual and functional inspection showed an occluded inflation lumen in the inflation arm. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter balloon did not inflate.